Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the instructions for use documents for total hip systems revealed that implant migration or subsidence that has resulted in revision surgery, has occurred in conjunction with compaction grafting procedures usually as a result of insufficient graft material, improper cement techniques, and/or varus stem alignment. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after undergoing a thr on an unknown date, patient experienced pain, migration and bipolar cup sticking. This adverse event was addressed by revision surgery on (B)(6) 2024, in which, cup and stem were exchanged. Competitor devices were implanted instead. Surgeon did not think smith and nephew products failed. Patient's current health status is unknown.